Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the distal part of the lead was found to be bent/folded during the implant procedure. The lead was inspected after it was taken out of the sterile packaging. The cause of the event was not determined. A new lead was used and the issue was resolved. No patient complications were anticipated.

Event description:
Additional information received from a manufacturer representative reported the lead was found to be bent just after being taken out of the sterile package.

Manufacturer narrative:
Product analysis: product ID#: 3389-40: analysis confirmed that the distal end of the lead was bent out of the box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.